Manufacturer narrative:
The actual device was not available; however a photograph of one of the samples was provided for evaluation. A photograph of the other sample was not received and therefore, the second sample could not be evaluated. The photograph was visually inspected and a separation between the female connector and main body of the twist clamp was observed. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent application between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body of two (2) minicap transfer sets. The event was further described as ¿the transfer set started to come apart between the dark blue end piece and the rest of the catheter¿. This was observed in the clinic when the nurse attached a saline syringe to the transfer sets; the sets were connected to the patient. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.